Event description:
It was reported to boston scientific corporation on march 23, 2007, that during the removal of a securi-t enteral feeding device that had been in place for four months, the inner bolster tore and remained inside the patient's stomach. "The remained bolster was able to [be] retrieved with [the] scope" and the procedure was completed successfully by replacing the device with a new one. The patient's condition was reported as "good".

Manufacturer narrative:
A visual examination of the device returned revealed that the device was used, and approximately 75% of the internal bolster had been detached from the feeding tube. The edges along the detached portion were jagged. The side of the bolster had remained attached to the tube. A functional evaluation found that the caps of the y-adaptor functioned properly and the external bolster on the tube was able to be moved without issue. The root cause ofthe failure is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.